Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the image processor, the display, the cine bridge, the backplane, and reloaded the software and the configuration files. The system was tested and found to be working as intended and put back in service.